Manufacturer narrative:
(B)(4). D-10: g7 pps ltd acet shell 56f, item# 010000665, lot# 7067194. Tprlc 133 t1 pps so 14x148mm, item# 51103140, lot# 6977477. G7 longevity neutral 36mm f, item# 20103606, lot# 65509444 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty a year and four months ago. Subsequently, approximately three months post-op, began to experience lateral pain. Four months post-op, at a follow-up appointment, the pain was thought to be attributed trochanter bursitis and it band irritation. The patient was instructed to use icing techniques, topical creams, and was prescribed a nonsteroidal anti-inflammatory drug and physical therapy. At the one year post-operative, progressing without complications and all implants remain in place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.